Manufacturer narrative:
(B)(4)

Event description:
As per additional information received from the reporter on 7july2016, there was a delay in surgery time of over 30 minutes which resulted with the patient needing general anesthesia longer than anticipated. According to the reporter, the patient has recovered fine.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states balloon broken and balloon deflates during a lap hernia repair. The insufflation bulb was received. The obturator was received. The dissector balloon and trocar balloon appeared intact. The locking collar appeared intact. Functionally, the dissector balloon and trocar balloon were inflated and did not demonstrate any leaks. The locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not remain inflated and kept deflating while the surgeon attempted to place the mesh implant. In order to correct the issue, the user opened another device and continued with the surgery. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.